Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility there was body separation of the high speed bur attachment. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for coming apart was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the technician visually confirmed the loctite had failed causing the device to separate. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility there was body separation of the high speed bur attachment. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.